Manufacturer narrative:
The investigation remains ongoing at this time. Additional information will be submitted in a follow-up report within 30 days of receipt.

Event description:
As reported, on (B)(6) 2025, the patient was identified to have suspected sensor inaccuracy or drift during proactive monitoring by edwards lifesciences ihfm. The patients medical team was informed and notified not to use pulmonary artery pressure pap readings for treatment decisions. The patients' data was then monitored over a period of time for stabilization in order to exhaust all potential drift after which the patient would be recommended for right heart catheterization rhc with sensor recalibration. The patient's sensor data continued to be monitored through february 2025. The patient was assessed for remote offset adjustment non-invasive. The site was also notified that rhc with recalibration was an option, however, residual drift may occur post calibration as the sensor had not reached the point where it had fully exhausted all potential drift. In march 2026, both the medical team and edwards lifesciences determined that sensor recalibration was warranted and rhc with sensor recalibration was scheduled for on (B)(6) 2026. On (B)(6) 2026, the patient was hospitalized due to acute decompensated heart failure most likely driven by fluid overload in the context of underlying chronic severe cardiomyopathy, with documented diuretic nonadherence. As such, the rhc with sensor recalibration was rescheduled for on (B)(6) 2026 following the patients discharge from the hospital. The rhc with recalibration was completed on (B)(6) 2026 and the patient was stable throughout and tolerated the procedure well. Images captured during the recalibration noted that the sensor remained appropriately located in the right pulmonary artery with distal and proximal anchors attached. Sensor recalibration was completed and an offset adjustment applied. The reported sensor inaccuracy was confirmed. The patient is currently taking daily readings.